Event description:
The customer experienced qc issues and ran a precision test. Based on the results of this testing, the customer decided to repeat testing on about 50 patient samples. The customer found two samples where the initial result was erroneous. Sample 1 original ise indirect na, k, ci for gen.2 potassium result was 3.4 mmol/l and the repeat result was 4.0 mmol/l. Sample 2 original ast result was 14 u/l and the repeat result was 35 u/l. The patient was (B)(6), female, with a date of birth of (B)(6). The original results had been reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The potassium electrode lot number, the ast reagent lot number, and the expiration dates were requested, but were not provided. The field service representative found the cells were occasionally overfilling and spilling into the cell beside it and diluting the sample. He found there were misadjusted rinse mechanism volumes and he adjusted them. He performed a precision run which met guidelines. The customer ran qc with results that met guidelines. The field service representative also cleaned fluid from the electrode block and performed another precision run which met guidelines. The customer confirmed there were no further issues after the service visit. Further investigation confirmed the cause on the event was the issues found by the field service representative. Reagent issues could be excluded as several different applications were affected.